Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "physician preference" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · prior to use, all equipment to be used for the procedure should be carefully examined to verify proper function and integrity.

Event description:
Sold to account number: no value found. Returned product expected: no. Bsc product return date: no value found. Location description: no value found. Device/procedure outcome: procedure completed,different device used (same model). Patient outcome: f26: no health consequences or impact. Event description: per tw# (B)(4) and source system (B)(4) - ecn event description: completed left veins, tried to pull wire back and wire was stuck. Attempted to deploy to basket and flower and still unable to retract wire. Ended up retracting entire system and removing catheter and replacing. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: replacing catheter what is the next course of action?: getting new catheter and wire patient present at time of event?: yes patient complications: no patient complications patient outcome: fully recovered procedure number: (B)(4). Event date: (B)(6) 2026. As reported device codes: 1457: entrapment of device or device component. As reported patient codes: (B)(6): no clinical signs, symptoms or conditions. Procedure date: (B)(6) 2026. Type of procedure: ep - afib ablation. Country of event: united states. Country of original implant use: no value found. Implant date: no value found. Explant date: no value found. Oos date: no value found.